Event description:
Patient undergoing angiogram. When physician attempted to place stent, it advanced to the left internal carotid artery and appeared to be partially deployed in the sheath. It was then realized it partially released and was then removed. A second stent was prepped and used. The second carotid stent was deployed per protocol. Question if on the first device, the stent deployment wheel could have accidentally been turned prior to advancement.